Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
This is for the revision on (B)(6) 2021 due to periprosthetic fracture. As reported: "initial operation date was (B)(6) 2021 and was revised on (B)(6) 2021 for a peri-prosthetic fracture after a fall, on today (B)(6) 2022 the hip was revised again due to infection and all parts except the 155 distal stem were removed and revised." Upon review of patient history and after speaking to the rep, the following is the accurate surgical history for the patient: primary implantation on (B)(6) 2021. First revision (B)(6) 2021 due to infection. Revision (B)(6) 2021 due to femoral periprosthetic fracture. Revision (B)(6) 2022 due to infection.